Event description:
It was reported that a spectrum pump displayed system error 110 during therapy. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 110. The evaluation found the gears to be misaligned due to severed motor mount screws most likely contributing to the reported symptom. The motor assembly was replaced to correct this condition.